Event description:
Olympus medical system corp. (Omsc) was informed that the doctor checked the subject device and confirmed that it worked properly before it was inserted into the endoscope. The doctor grasped a large stone with the basket and crashed it. Then, crushing sound was louder than usual and the basket broke into two pieces. The doctor inserted a grasping forceps into the endoscope alongside the lithotripter to remove the broken part but the grasping forceps got stuck on the lithotriptor wire and it could not be withdrawn. The patient had to receive surgery to remove all parts of the devices and endoscope.

Manufacturer narrative:
The subject product was not returned to omsc. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. According to the prior event, omsc considers that the calculus was too hard to crush and this caused the breakage of the basket wire. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplemental report is being submitted to update as the subject product and bml handle were returned to omsc. The basket wire broke at about 1447 mm position from the distal end. The coating of the sheath was torn at about 1450 mm position from the distal end and the inner coil was deformed. In addition, the coil slipped at 77 mm position. Bml handle was connected to the owned lithotriptor and investigated. We confirmed that the basket opened and closed smoothly. As the result of the manufacturing record of the same lot, nothing abnormal was detected. According to the investigation, omsc considers that the calculus was too hard to crush and this caused the breakage of the basket wire. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.